Manufacturer narrative:
Evaluation summary: the instrument was disassembled. Moisture and a collapsed isolator were found in the instrument. The evaluation revealed that the causes that may contribute to this non-conformance are improper sterilization, misassembly of housing (pinched isolator, pinched o-ring, missing o-ring), cracked housing (nose cone), material or component variation (compression set of isolator, torn isolator. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that the handpiece received a solid tone with the test tip. No patient involvement occurred.